Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was flowing difficulty during use of a clearlink blood bag spike adapter luer activated valve causing a "slow flow" alarm on an unspecified pump. This was observed during use in a clean room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure testing was performed and no leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.